Manufacturer narrative:
Additional information received from the local field representative indicated that the patient's pericarditis resolved. A remote interrogation was performed, but the lead values had not been communicated. No additional information is available at this time. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received from the local field representative indicated the device system has not been explanted. The patient was discharged from the hospital and more information will be provided once the patient is seen for a follow-up. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d), single coil right ventricular (rv) defibrillation lead and right atrial (ra) lead had an infection related to pericarditis. The patient was in the hospital and had been administered antibiotics. There was also an alert received via remote monitoring indicating that the rv shock impedances was 129 ohms. The lead had been implanted approximately five months prior and the shock impedance at implant were 70 ohms. Boston scientific technical services (ts) discussed that the high shock impedance may be possibly related to the physiological change from the suspected infection.

Manufacturer narrative:
Additional information received from the local field representative indicated that the shock lead impedance value has decreased to 93 ohms on the most recent remote interrogation. The ra, rv and lv pacing impedance values were also within normal limits. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.